Manufacturer narrative:
(B)(4). Date sent: 04/20/2012. The analysis results found that the device (a) was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. If the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. In addition, the orange visual indicator was noted over-traveled. When this occurs, the indicator wheel may continue to rotate after indication of a completely fired device. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. If the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. In addition, the orange visual indicator was noted over-traveled. When this occurs, the indicator wheel may continue to rotate after indication of a completely fired device. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # h90741, expiration date: 12/2015, manufacturing date: 01/2011. Force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. If the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. In addition the orange visual indicator was noted over-traveled. When this occurs, the indicator wheel may continue to rotate after indication of a completely fired device. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device c additional information: batch # f9gf94, expiration date: 3/2014, manufacturing date: 4/2009. The analysis results found that the device (d) was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. If the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. In addition, the orange visual indicator was noted over-traveled. When this occurs, the indicator wheel may continue to rotate after indication of a completely fired device. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device d additional information: batch # c9cu3n, expiration date: 8/2011, manufacturing date: 9/2006, the analysis results found that the devices (e and f) were received in good visual condition. When testing each device for functionality, it was noted to be empty, locked out and with the orange indicator over traveled. When this occurs, the indicator wheel may continue to rotate after indication of a completely fired device. The batch's record was reviewed and no anomalies were noted during the manufacturing process. Device e and f additional information: batch # h90741, expiration date: 12/2015, manufacturing date: 1/2011.

Event description:
It was reported that before an unknown procedure, the indicator shows 2/3 orange after complete firing. Total 6 had same problem. These were for demo during internal training, not used on patients. There was no patient consequence.